Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, air did not get into the device¿s cuff, another tube was used in order to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one sample of endotracheal tube was received for evaluation. The failure mode cuff won inflate is confirmed. An inflation/deflation test was performed and it was observed inflation was difficult and deflation was hard. It was noticed the air has difficulties to get through the inflation system. Corrective actions have been implemented to mitigate this issue. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, air did not get into the device¿s cuff, another tube was used in order to resolve the issue. Customer indicated that there was no patient involvement and unit was not used on a patient.